Event description:
It was reported that a pump declared an alarm identified as alarm 16. There was no adverse impact to the customer's blood glucose level. The customer was initially unable to reload the original cartridge and resume insulin. After contacting technical support and performing a pump reset as instructed, the customer successfully loaded a new cartridge and resumed insulin delivery.